Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had white residue in air water channel. The issue was found during reprocessing. There were no reports of patient involvement.